Event description:
It was reported that this device had a speaker malfunction inop with no sound. The unit was returned for repair. The philips authorized repair facility performed functional testing and the speaker produced sound, indicating the unit met specifications. Per current process, the authorized repair technician replaced the speaker. The device was not in use on a patient at the time of the event.